Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that an ultraflex¿ esophageal distal release covered stent was implanted in the esophagus to treat a 5 cm neoplastic cardia stenosis, 39 to 43 cm from the oral fissure, during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the physician successfully deployed the ultraflex esophageal stent in the cardia stenosis; however, the distal end of the stent did not fully expand. The physician noted that the stenosis was opened and kept the stent implanted to complete the procedure. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be good.